Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse checked the power on the outlet, connection to un-interruptible power supply (ups) and power out of the ups. The cse then checked some internal circuit boards, power to computer and other components. The power supply was replaced due to burning out and smoke. The cse also replaced the transformer. The cse checked all connections and components. The cse then ran quality control. The cause of the smoke was due to a power supply failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A customer reported smoke emitting from the vent on the back of their advia centaur xp instrument. There were no reports of smoke inhalation or irritation. There were no delays to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.